Event description:
Doctor reported a pt had the greenlight pvp (photoselective vaporization of the prostate) procedure. The pt was on plavix which was stopped 4 days prior to the procedure and started again 30 days post greenlight. Once he started plavix again within 48 hours the pt was admitted to the hospital and required 2 liters of blood and still cannot go back on plavix. Doctor scoped him and said the bleeding is coming from the prostatic urethra and he believes this was caused by the greenlight procedure.

Manufacturer narrative:
Laser did not return for eval nor did facility or doctor request a customer service engineer to check the laser. No malfunction was reported. Professional clinical info will be sought by ams clinical department to determine if this involved any drug interactions and the specific medical condition of the pt. This is the first reported case of the type with the greenlight hps laser system. If any further info can be obtained a follow-up medwatch will be sent.